Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, issues with the transmitter occurred. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review did not confirm the reported event of issues with the transmitter. A root cause could not be determined via data. The reported issue of issues with the transmitter is reportable based on the finding of permanent connection loss.